Manufacturer narrative:
Power loss alarms, low battery alarms and pump error confirms in the long trace. Power loss alarms after the pump error. Detailed trace analysis confirmed the pump alarmed low battery and then pump error alarm was triggered when backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump indicates a low battery reservoir icon instead of a full battery reservoir icon. Customer also indicated that the batteries have a short battery life. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.